Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was noted to be flickering with noise due to a defective cable. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, the root cause of the reported issue could not be identified. However, based on the results of the investigation, it is likely that the reported phenomenon ¿image flickers¿ occurred because the video function did not work properly due to defective cable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during a regular maintenance, the image on the camera head was unclear of poor contact. There was no harm or user injury reported due to the event.